Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cable did not lock into the mobile power unit (mpu). The cable was exchanged and the new cable was able to lock into place to use the mpu. It was later reported that the patient was using the hospital power module and the defective cable was noted when attempting to assemble the mpu during education. The defective cable was not used by the patient and there was no impact to the power supply due to the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) ac power cable having connection issues was confirmed. The mpu did not return for analysis. However, the ac power cord was returned for analysis. Upon initial investigation, it was noted that the mpu ac power cord v-lock connector was misaligned. The ac power cord was plugged into the back of the mpu and increased difficulty inserting the power cord was observed, confirming the reported event. However, the ac power cord was able to be fully inserted and locked in place with additional force. The power cord was connected to a test controller and mock circulatory loop, and the power cable was able to deliver power to the system as intended. The observed misalignment would prevent the v-lock connector from adequately locking into the unit, causing the reported event. The root cause of the reported event was determined to be due to the v-lock mpu ac power cord being misaligned due to assembly of the ac power cord. A corrective action was initiated to investigate this issue. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. D) section 3, ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use (rev. D) section f, ¿safety checklists¿ and heartmate 3 patient handbook (rev. A) section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device is included in the heartmate mpu ac power cord field action issued by abbott on 19jun2025. No further information was provided. The manufacturer is closing the file on this event.